Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion being treated was located in the severely tortuous and severely calcified distal right coronary artery (rca). The lesion was predilated with a 1.5 x 15mm non bsc balloon. A 20 x 3.50mm liberte stent delivery system (sds) was then advanced to the rca and would not cross the lesion. When the physician withdrew the device it was noted that the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).